Manufacturer narrative:
Corrected blocks: d4 and h4.

Event description:
Further information was received that the reported issue was first discovered during field service installation of the device.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, after the surgery ended, the epgs was opened, and it was found that there was a folded pin in the software module. The epgs software module pin was straightened, and the issue was resolved.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not turn on. As a result, a mechanical gas blender was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.